Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the physician was unable to extend the basket of the device. The device was removed and the physician noticed that the sheath had detached and tore from within the black shrink sleeve. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Caller states patient tested >8.0 inr on the coaguchek s system while a comparison lab returned as 5.21 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.